Event description:
A cartridge issue prompted a pump reset, followed by an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer's insulin delivery was initially suspended but resumed after cleaning the speaker holes and inserting a new cartridge. The pump then returned to normal operation, and tips to prevent altitude alarms were provided by technical support, which the caller acknowledged.